Event description:
During a gastric bypass procedure, the one-piece sled dislodged from the cartridge. The cawe was completed with another device of the same product code. There was not patient consequence.